Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Pump was returned for pump error 53. Formatted history file analysis confirmed pump error 53 due to software error (linenumber = 5632, filenumber =(B)(4), esf2610666). Pump error 63 confirmed in pump trace download with variable (003) due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple alarm. Customer stated self test passed. No harm requiring medical intervention was reported. The insulin pump returned for analysis.